Event description:
As reported by the user facility: pt female, port in left chest wall. For chemo which she did not receive. Pt left to see the surgeon. No incision over the port. Port site well healed. The nurse inserting the surecan, heard a click when it was being inserted. The clip is stuck between the port and the skin. Add'l info provided from the facility indicated the pt had the clip surgically removed and suffered no add'l adverse sequela associated with this incident. The sample has been discarded and is not available for evaluation.

Manufacturer narrative:
The actual device was not returned for the MFR to evaluate. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. Based upon the event description and add'l info received from the user facility, the MFR cannot determine how this incident could occur under normal usage.